Event description:
The customer alleged that a patient produced a false negative red blood cell (rbc) result on their clinitek status+. A new sample was collected, and comparison testing was performed by a manual sediment analysis under the microscope which yielded a positive result for red blood cells. There is no report of injury due to this event.

Manufacturer narrative:
Additional information as well as reagent is being requested back for further investigation. The cause of this event is unknown.

Manufacturer narrative:
Siemens showed due diligence in trying to obtain additional information, however, the customer has refused to provide any more information. Without this information a further investigation could not proceed, and the root cause cannot be determined. The cause of the event is unknown. No product problem has been identified.